Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company's acceptance criteria. During on site visit the service engineer aligned system per service and installation record (sir), system meets specifications per sir. Review of the logfiles for the day of treatment shows during startup of the system the vacuum check, the energy check and the ablation check were performed without any issue. All treatments on that day were performed without interruption and with good and stable suction values. The review of the reported treatment shows also no deviations or abnormalities. So no abnormalities or deviations can be identified during the treatment and the complete day which can contribute the reported event. Review of the screenshot provided shows the canal settings are too short. The gas escaped out of canal, but under patient interface. The technical root cause could not be identified, the system is operating within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Technician reported side cut tag on a patient's right eye during lasik. Tag was noted at the 6 o'clock area while lifting the flap. Upon follow up, the side cut tag was located at the inferior end of the flap. The flap canal was superior and was not extended past the "auto" length. Technician reported it seemed a little short. The flap had lots of opaque bubble layer near the hinge. Tag was lifted and the rest of the procedure went fine. No impact on outcome. Patient is doing fine.